Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2013-05179. It was reported via journal article that during an ablation treatment procedure, the rotablator burr stuck in the lesion, vessel perforation, dissection and pericardial effusion occurred. The patient presented with stable angina. Using transfemoral access, a 7 fr guiding catheter was advanced to the target lesion located in the left circumflex (lcx). A rotawire was advanced to the lesion but could not cross. A non bsc guidewire was advanced and able to the lesion. The proximal lesion was predilated with unknown semi-compliant balloons. However, because of severe calcification and the high-grade stenosis, the middle lesion could not be adequately dilated. The guidewire was exchanged for a rotawire using a microcatheter and ablation performed using a 1.25 mm rotablator burr. The proximal lesion was easily ablated without decrease of peak motion, but during ablation of the middle lesion the burr suddenly got stuck and could not be pulled back. In order to retrieve the burr, the rotablator system was cut off close to the advancer and the plastic sheath encircling the driveshaft removed. A second non bsc coronary wire was introduce a through the same guiding catheter along the entrapped burr. Multiple balloons were used to dilate the proximal part of the lesion but were unsuccessful in crossing the lesion. The guide catheter was then intubated deeply and used a non bsc guide catheter extension as a ¿mother and child¿ system in order to facilitate burr removal, but this was not successful. With the surgeons in the room, the burr was removed with extreme manual force, resulting in a perforation of the distal left main and a dissection of both lcx and left anterior descending artery (lad) with massive pericardial effusion. Immediate balloon occlusion of the left main was attempted and urgent pericardiocentesis resulted in haemodynamic stabilisation. Implantation of an unknown drug eluting stent (des) from the left main stem into the lcx completely sealed the perforation. Angiography was performed and revealed timi 0 flow in the lad and the distal lcx. A broken rotawire tip was noticed in the lcx. An intra-aortic balloon pump was inserted. Due to the haemodynamic instability, angiography was performed 24 hours later and, in order to restore some antegrade flow in the lad, an unknown stent was placed in the proximal segment. The patient experienced a periprocedural myocardial infarction and the balloon pump support was continued for five days. After a prolonged hospital stay the patient was discharged without angina and is currently in a cardiac rehabilitation program.

Event description:
Same case as MDR # 2134265-2013-05179. It was reported via journal article that during an ablation treatment procedure, the rotablator burr stuck in the lesion, vessel perforation, dissection and pericardial effusion occurred. The patient presented with stable angina. Using transfemoral access, a 7 fr guiding catheter was advanced to the target lesion located in the left circumflex (lcx). A rotawire was advanced to the lesion but could not cross. A non bsc guidewire was advanced and able to the lesion. The proximal lesion was predilated with unknown semi-compliant balloons. However, because of severe calcification and the high-grade stenosis, the middle lesion could not be adequately dilated. The guidewire was exchanged for a rotawire using a microcatheter and ablation performed using a 1.25 mm rotablator burr. The proximal lesion was easily ablated without decrease of peak motion, but during ablation of the middle lesion the burr suddenly got stuck and could not be pulled back. In order to retrieve the burr, the rotablator system was cut off close to the advancer and the plastic sheath encircling the driveshaft removed. A second non bsc coronary wire was introduce a through the same guiding catheter along the entrapped burr. Multiple balloons were used to dilate the proximal part of the lesion but were unsuccessful in crossing the lesion. The guide catheter was then intubated deeply and used a non bsc guide catheter extension as a ¿mother and child¿ system in order to facilitate burr removal, but this was not successful. With the surgeons in the room, the burr was removed with extreme manual force, resulting in a perforation of the distal left main and a dissection of both lcx and left anterior descending artery (lad) with massive pericardial effusion. Immediate balloon occlusion of the left main was attempted and urgent pericardiocentesis resulted in haemodynamic stabilisation. Implantation of an unknown drug eluting stent (des) from the left main stem into the lcx completely sealed the perforation. Angiography was performed and revealed timi 0 flow in the lad and the distal lcx. A broken rotawire tip was noticed in the lcx. An intra-aortic balloon pump was inserted. Due to the haemodynamic instability, angiography was performed 24 hours later and, in order to restore some antegrade flow in the lad, an unknown stent was placed in the proximal segment. The patient experienced a periprocedural myocardial infarction and the balloon pump support was continued for five days. After a prolonged hospital stay the patient was discharged without angina and is currently in a cardiac rehabilitation program.

Manufacturer narrative:
(B)(4).